Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited backup vvi operation during the cybersecurity update. The device was reprogrammed to original settings. Cybersecurity upgrade was not completed. The patient was stable and will continue to be monitored.